Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is due to the image output signal, which may have been temporarily unstable due to sudden static electricity, overcurrent, etc. The cause of the overcurrent, etc., is assumed to be the result of the system being attached or detached with the power on, overcurrent from other equipment or electrical wiring, or dust or moisture adhering to the electrical contact points of the system and scope connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the videoscope did not display an image. There was no patient involvement.